Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. When the blue-colored balloon cover was removed during preparation, it was noted that the green shaft part has separated from the body. The device was not inserted into the body and the procedure was completed with another of the same procedure. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified a complete break in the midshaft 247mm proximal of the distal tip. The midshaft was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. When the blue-colored balloon cover was removed during preparation, it was noted that the green shaft part has separated from the body. The device was not inserted into the body and the procedure was completed with another of the same procedure. No patient complications were reported.